Event description:
During baxter's functionality testing it was found that a spectrum pump wa alarming for a false upstream occlusion. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "false upstream occlusion" alarm was confirmed and reproduced during evaluation. This was caused by a failed upstream sensor. The failed upstream sensor was replaced.